Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and upgraded the surgeon side console to the latest software version to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teaching console would not connect to the system and was presenting faults. Technical support engineer (tse) reviewed the logs and found 31016 for mismatched software. The customer is turning off the second console and going to use a single console for the procedure. The customer stated that the teaching console wasn't connected to the system when the software upgrade was completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the case was able to be completed robotically. The customer had pulled the second console out for a resident training lab, and it did not get the software update. The service engineer was able to come in and install the update.